Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that almost the entire stent profile was damaged with struts distorted, lifted from the stent profile and stretched. The first three distal and proximal rows were not damaged. The product stent protector was returned for analysis and based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. A visual and tactile examination found one hypotube kink at 45mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00 x 20 synergy¿ stent was selected for use to treat the lesion. However, when the physician seized the body and remove the stent protector, the stent came off the delivery balloon catheter and the stent was stretched in the direction of the long axis. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 4.00 x 20 synergy¿ stent was selected for use to treat the lesion. However, when the physician seized the body and remove the stent protector, the stent came off the delivery balloon catheter and the stent was stretched in the direction of the long axis. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.